Manufacturer narrative:
The service rep could not duplicate the issue. He checked log files, noticed ffb disconnects, adjusted 5vdc supply up to 5.15vdc, replaced old style backplane and ffb pcb. He noticed a bad spot in the interconnect cable and replaced the cable. The rep verified system operation, system operating as intended.

Event description:
The customer reported that the system rebooted by itself. No pt injury was reported.